Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 158 mg/dl. No further info reported.